Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: during investigation, the display was dim and fading pink. Unrelated to the original complaint, the battery compartment was cracked at the case seal below the bumper.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.